Manufacturer narrative:
H.6. Investigation: customer returned seven (7) used 31gx8mm, 0.5ml bd insulin syringes. Consumer reported found a syringe needle hub separated when removed shield. All seven returned syringes were examined, and it was observed that two of the syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. It was observed that only one out of these two syringes was returned with a separated needle hub/shield assembly. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816785,] noted that did not pertain to the complaint. There was one (1) notification [200816903] noted for high shield pull. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. H3 other text : see h.10

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: verbatim: consumer reported found a syringe needle hub separated when removed shield. Lot #: 9091603 catalog#: 328468 date of event: (B)(6)2020 with needle hub separated

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_ 1_; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9091603. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)], noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for high shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: verbatim: consumer reported found a syringe needle hub separated when removed shield. Lot #: 9091603. Catalog#: 328468. Date of event: (B)(6) 2020 with needle hub separated.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: verbatim: consumer reported found a syringe needle hub separated when removed shield. Lot #: 9091603. Catalog#: 328468. Date of event: (B)(6) 2020 with needle hub separated.

Manufacturer narrative:
The following information has been updated/corrected: d.10 device available for eval?: yes. D.10 returned to manufacturer on: 2020-06-22. H.3 device return to manuf.?: yes. H.3 device eval. By manufacturer?: yes. H.6 investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9091603. Investigation summary: customer returned seven (7) used 31gx8mm, 0.5ml bd insulin syringes. Consumer reported found a syringe needle hub separated when removed shield. All seven returned syringes were examined, and it was observed that two of the syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. It was observed that only one out of these two syringes was returned with a separated needle hub/shield assembly. Samples will be forwarded to manufacturing (holdrege) on 25jun2020 for further review. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816785,] noted that did not pertain to the complaint. There was one (1) notification [200816903] noted for high shield pull. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Method codes: 10, 3331. H.6. Result codes: 114, 3233 . H.6. Conclusion codes: 11.